Manufacturer narrative:
Skin indentation and hyperpigmentation after opus colibri treatment, may not resolve without intervention.

Event description:
It was reported about indentation and hyperpigmentation on eyelids following the opus colibri treatment.